Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a business partner regarding a patient who was receiving gabalon (unknown concentration at 70 mcg/day) via an implantable pump for cerebral hemorrhage. It was reported an attempt was made to refill the pump on (B)(6) 2019, but failed. When the condition of the pump was checked, inversion of the pump was observed. A repair procedure was scheduled for (B)(6) 2019; just fixing the pump as it was would be performed if there was no abnormality of the catheter. The outcome of the adverse event was unrecovered. The event was considered to have no causal relationship to the drug, catheter, pump, or programmer. The event was considered causally related to the surgical procedure. There were no reported patient symptoms. Further complications were not reported. Additional information was received. It was discovered during the repair procedure the thread that fixed the pump with the suture loop was broken and could not be taken out. Granulation was formed and entangled in the inner loop. While confirming the fixation places with the hcp, it was noted that only one place was fixed. A refill was performed during the procedure. The variability was 3.4%, which was within the normal range, and there was no particular change in the patient's body. There was no damage to the catheter and no problem with the outflow of cerebrospinal fluid, so the pump was connected to the catheter as it was. The inverted pump was returned to normal position, and this time, fixation was performed using the upper two places of suture loops. The physician did not know the cause of the event, but it was stated that during the procedure the anesthetized patient's hand often moved toward the abdomen . Regarding the original pump implantation, "fixation with the thread of the pump was requested at three places, but it was only one place this time, so the possibility that the fixation thread was broken because of being touched by the patient under unconsciousness could not be denied as well." The event was considered recovered as of (B)(6) 2019.